Event description:
"A low battery alarm had been occuring." The pt had been receiving morphine sulfate and baclofen via the drug delivery system. The expected residual volumes were consistrnt with the actual residual volumes were consistent with the actual residual volumes. The pump was repalced with another device. The explanted device was returned to the MFR for analysis.